Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- position bag on leg with flutter valve at top. - attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. -to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4). The device was not returned.

Event description:
It was reported that the drain bag creates a vapor lock after it is washed, cleaned and air drys for 12 hours. The patient allegedly pulls the bag apart before re-use of the product. The drain bag allegedly creates a vapor lock again while in use, and as a result, the urine backs up. No patient injury was reported.